Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on (B)(6) 2016, 1:15pm. The patient denied taking any medications to manage her diabetes and stated that she continued with her usual diabetes management routine as a result of the alleged product issue. She reported that 15 minutes after the alleged product issue began she developed symptoms of "shakiness due to nervousness". The patient denied that she developed any symptoms and no medical intervention was reported. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and when she pressed the power button the meter did power on. In addition cca noted that the patient was using the correct test strips, when the patient inserted a new test strips the meter did power on. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.